Event description:
A patient underwent endovascular therapy in late 2008. The patient's pre-procedure diagnosis was a proximal aortic neck that was not suitable for endovascular repair and an ipsilateral iliac artery that was considered suitable for endovascular repair. The procedure went as labeled. There was heavy blood leakage from the hemostatic valve of the main body delivery system. The total hemorrhage was 400cc-500cc. In addition, there was a slight kink and stenosis found between the third and the fourth stent from the distal end of the ipsilateral iliac leg graft (1820334-2009-00046). The physician did not perform any additional treatment for the hemorrhage, but did place another manufacturer's stent between the third and fourth stents from the distal end of the ipsilateral leg as a preventative measure in the area of the kink and stenosis. Patient is recovering.

Manufacturer narrative:
This device is shipped with an "instructions for use" booklet that lists the anatomical requirements, warnings and precautions, and the correct deployment procedure. We are aware of the potential for occurrence and have previously addressed this issue in an effort to reduce the occurrence, and/or minimize the likely severity in the event of a valve leakage. Training took place, at every eligible site in other country, and concluded in early 2008. The appropriate individuals were notified of this matter and we will continue to monitor for similar reports.